Event description:
This 52 year old patient in november, 1997 had placed silicone breast gel implants. However, due to contractures she had them replaced with silicone gel implants from different manufacturer. She w=has developed since these implants multiple arthralgia complaints, fatigue, night sweats and dry eyes. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. On the right side the implant was ruptured and the left implatn was sticky but intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.